Event description:
It was reported that the generator stopped working in the middle of procedure. There was no response using either the foot switch or handpiece buttons.

Manufacturer narrative:
It was reported that the generator stopped working in the middle of procedure. There was no response using either the footswitch or handpiece buttons. It was resolved by powering the unit down and back on again. There was no impact to the pt. The generator and footswitch were returned to the manufacturer for evaluation. The reported complaint could not be duplicated and both functioned as expected during testing. End of report.